Event description:
It was reported that urine leaked from the foley catheter on the day of placement. Per sample evaluation on (B)(6) 2022, the customer returned two drainage bags with a silicone foley catheter attached manufacturing lot number ngfx5463 and manufacturing lot number ngfx5464. Per additional information received on 29sep2022, pinhole was found on the shaft of the one catheter and pinhole was found on the balloon of the another catheter. The drainage bags were not evaluated as the reported events were against the catheter, and the reported events were confirmed during sample evaluation of the catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the foley catheter on the day of placement. Per sample evaluation on (B)(6)2022, the customer returned two drainage bags with a silicone foley catheter attached (manufacturing lot number ngfx5463 and manufacturing lot number ngfx5464). Per additional information received on (B)(6)-2022, pinhole was found on the shaft of the one catheter and pinhole was found on the balloon of the another catheter. The drainage bags were not evaluated as the reported events were against the catheter, and the reported events were confirmed during sample evaluation of the catheters. Per additional information via email from ibc on (B)(6)2021, it was stated that the allegation against urine leakage from the catheter not against the bags. It was noted that the initial leak happened due to the hole in the catheter for lot# ngfx5463. The issue with the lot ngfx5464 returned was urine leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, g, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Event description:
It was reported that urine leaked from the foley catheter on the day of placement. Per sample evaluation on 21-sep-2022, the customer returned two drainage bags with a silicone foley catheter attached (manufacturing lot number ngfx5463 and manufacturing lot number ngfx5464). Per additional information received on 29-sep-2022, pinhole was found on the shaft of the one catheter and pinhole was found on the balloon of the another catheter. The drainage bags were not evaluated as the reported events were against the catheter, and the reported events were confirmed during sample evaluation of the catheters. Per additional information via email from ibc on 04-nov-2021, it was stated that the allegation against urine leakage from the catheter not against the bags. It was noted that the initial leak happened due to the hole in the catheter for lot# ngfx5463. The issue with the lot ngfx5464 returned was urine leak.